Manufacturer narrative:
Investigation: follow-up with the customer cannot be performed as they have chosen to not disclose their identity to terumo bct, based on information received from the FDA. The customer did not provide the name of the alarm that was received. The customer noted that they observed air in the cassette. Possible alarms that could be triggered by air in the cassette are:- "air was detected in return line". This alarm is generated when air or foam is detected by there turn line air detector (rlad) sensor. If air is observed, the customer can follow the screen prompts to remove air by pulling saline through to the reservoir. If air is continuously detected,there is the potential that the reservoir could fill to the upper level sensor, which would prevent any further removal and force the termination of the procedure. To prevent this alarm from occuring during a false positive (tubing not fulling seated in the pump, there are instructions for how to adjust the tubing after loading has occured.- "low-level reservoir sensor detected air". This alarm can be generated if air or foam is detected by the low-level reservoir sensor when it does not expect to see air. These alarms occur to prevent air from being returned to the patient. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is still in process. A follow-up report will be provided.

Event description:
Customer reported on a medwatch form that approximately 4 hours into a stem cell collection,the optia device started to display an alarm. Some small air bubbles were noted in the cassette tray. Customer alleged on form that serious injury occurred with medical intervention, but the injury and medical intervention were not specified. This report is being filed in response to the customer filing a medwatch report (mw5067118).the customer chose not to include patient identifying information in the medwatch report. Follow-up with the customer regarding the incident and patient information and outcome cannot be performed as they have chosen to not disclose their identity to terumo bct.

Manufacturer narrative:
Investigation: per the customer description of the event, the air bubbles were noted in the cassette. Based on the investigation, there are detection methods in place that would prevent air in the cassette from being returned to the patient. The customer stated that the air was within the cassette. Air on the inlet side of the cassette is directed into the vent bag through the reservoir. There are air detection points on the return side of the cassette, which result in alarms, prior to the return to the patient. Root cause: a definitive root cause for the air in the cassette could not be determined. Possible causes include but are not limited to:¿ incomplete loading of the disposable set causing an occlusion in the tubing and/or an air block¿ a kink or an occlusion in the collect line.¿ defective ac luer draws in air¿ leak in disposable set that draws air into the set.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: per terumo bct's medical review, the device did not cause or contribute to this incident.

Event description:
The customer reported on the medwatch form that, ¿approximately 4 hours into a stem cell collection, the optia device started to display an alarm. Some small air bubbles were noted in the cassette tray. The customer checked the patient¿s access and return lines were closed. Assessment of the tubing showed no visible kinks, clots, or leaks. The centrifuge was stopped and a visual inspection was performed and no abnormalities were noted. The procedure was restarted and the alarm continued. The customer checked the tubing placement was again and was noted as correct and leak free. The centrifuge door was closed and the procedure restarted. At this point in time, a loud noise and a blood leak alarm occurred. All lines were immediately closed including the cellular therapy product. The centrifuge was opened and observed a visible blood leak in the centrifuge. No rinseback was performed and the patient was disconnected from the device. The medical director was notified as well as the stem cell lab. The collected product had a volume of 300 ml and a plasma volume of 100 ml. Whole blood volume processed was 12.121 liters. The blood loss was approximately 191 ml because of no rinseback. The blood cultures came back negative. When the disposable was unloaded, it was noted that there was a break on the upper bearing which is inserted in the upper bearing holder. The kit was not retained.¿ the customer alleged on medwatch form that serious injury occurred with medical intervention,but the injury and medical intervention were not specified. This report is being filed in response to the customer filing a second medwatch report(mw5069584). The customer filed a second medwatch report (mw5069584) and provided additional information of the event that was initially reported in medwatch report (mw5067118).the customer chose not to include patient identifying information in both medwatch reports mw5067118 and mw5069584. Follow-up with the customer regarding the incident and patient information and outcome cannot be performed as they have chosen to not disclose their identity to terumo bct.